Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-mar-2019 with the following findings: a review of the pump black box showed multiple pump reboots. A visual inspection of the pump revealed the battery compartment was undamaged. The battery cap was not returned. The pump powered on using a test cap and was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence damage was observed to the internal electronics. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.